Event description:
A retrospective review was performed by agfa for events, from years 2012 to (B)(6) 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented (B)(4) 2015. The following event was identified and is being reported to the FDA. At the radiological society of (B)(4), in 2013, a 3rd event occurred on the agfa dx-d600 demonstration system in which agfa experienced sporadic automated vertical movement of the dx-d600 wallstand - overhead tube crane (otc). The otc exhibited uncontrolled fast speed. Agfa arranged for correction of the demo system. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems to address these unexpected movements. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no patients involved during this event and there were no reports of harm to any users during the event.